Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as per medical affairs, a patient reported that in (B)(6) 2005, he had a cypher stent implanted in an unknown vessel for an unknown reason. Then on an unknown date, the patient experienced an unknown event. As treatment, another cypher stent was implanted in an unknown vessel in (B)(6) 2006. No further information was available. The device remains implanted, therefore it is not available for analysis. The sterile lot number of the device is unknown therefore a device history report review could not be conducted. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the limited available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As per medical affairs, a patient reported that in (B)(6) 2005, he had a cypher stent implanted in an unknown vessel for an unknown reason. Then on an unknown date, the patient experienced an unknown event. As treatment, another cypher stent was implanted in an unknown vessel in (B)(6) 2006. No further information was available.